Event description:
A customer had a problem with monitoring electrodes. The tracing from the electrodes had a lot of artifact before and during patient resuscitation. Resuscitation was unsuccessful. The custoemr expressed the opinion that the problem was not a product defect but related to clinical issues.